Event description:
It was reported that the pt had gone to a rehabilitation facility where he had been put on coumadin; his inr values were stated as being "extremely high." The pt developed a pocket hematoma and subsequent pump pocket infection. The entire device system was explanted at an unspecified date. The pt had since undergone a re-trial of intrathecal baclofen and had a new pump implanted.

Manufacturer narrative:
(B) (4).